Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 a recurring insulin flow block alarm of the insulin pump. Customer also reports multiple insulin pump errors: pump error 53, 68, 49, 23. Blood glucose level at the time of the incident was 21 mg/dl. No symptoms or treatment of patient required. Trouble shooting occurred but issue remains unsolved. Customer also did not state whether or not auto mode feature was enabled. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error software error detected or history pointers failed or trace pointers are invalid or post-reset ram crc alarm or no delivery alarm due to critical pump error alarm. (B)(4).